Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was displayed for possible hv lead issue. Stored egms revealed potential lead issue.